Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis and was hospitalized. Additional information was received that the doctor has diagnosed this event as uveitis. Additional details were provided by a physician, who reported that the patient developed conjunctival hyperemia, positive tyndall effect, vitreous opacity and that the patient was hospitalized because there were no outpatient services available at the time. The duration of the event was one week and it resolved with treatment. There were no cultures performed. Additional information has been requested.